Manufacturer narrative:
Stryker evaluated the customer's device and observed that he device would not complete the boot-up cycle. The system control pcb, the user interface and the printer kit were replaced to solve the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not complete the boot-up cycle. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced a01 system pcb at the product assessment center (pac) and the reported issue could not be duplicated. A root cause of the reported issue could not conclusively be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not complete the boot-up cycle. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.